Manufacturer narrative:
Correction: corrected e1- initial reporter- reporter name to burnside surgery center. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention took place on 11 december 2024, wherein the patient's entire system was explanted.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing vertigo and dizziness two week after the scs implant. The physician could not confirm if the symtoms were related to the scs system. Surgical intervention may take place at a later date to address the issue.